Event description:
During the atrial fibrillation procedure, an air leak was noted when blood was aspirated from the sheath with a syringe from the side port. After removing the catheter from the sheath and removing the air, the catheter was inserted again and then air was aspirated again. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.